Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported complaint and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. System log review was performed. Per the review, the following was confirmed: a sleeve gastrectomy procedure was performed on system sk1666 on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a universal surgical manipulator was potentially disabled after the start of the procedure and the surgeon potentially had to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer had a repeated error 23118 fault on universal surgical manipulator 4 (usm4). A technical support engineer (tse) stated the system logs reflected error 23118 against usm4 axis 3. Prior to calling for support, the staff had attempted to power cycle the system with no change. The tse walked the staff through a hard power cycle of the patient side cart (psc) with no change. The reporter was uncertain how the surgeon was going to proceed with the procedure. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. The reported failure (error 23118 on insertion) was confirmed and replicated. The unit was tested on an in-house system and failed normal mode. The unit passed chip-encoder virtual absolute (cva) characterization, lissajous, and sine cycle. However, the error was confirmed via remote fe error logs/system logs. After further investigation, the insertion cva printed circuit assembly (pca) had signs of corrosion, which indicated fluid contamination had been present. The insertion cva pca will be replaced as a fix. The disk and flat flex cables (ffc) will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.